Event description:
The following event reportedly occurred about two weeks prior to the report on 2014 (B)(6). The patient experienced baclofen withdrawal. The side port was unable to be aspirated. A battery depletion was pending, and the patient¿s pump was removed prophylactically to avoid in-vivo battery depletion. The catheter was also removed. The reason for the catheter removal was not specified (marked as ¿other¿). The patient recovered without sequela. The pump contained baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2008 (B)(6); product type catheter. (B)(4). Analysis of the pump revealed high battery resistance. The catheter was incomplete and returned in segments. Analysis of the catheter revealed no significant anomalies.

Event description:
It was reported that at the time of the event the patient was taking oral baclofen. It was noted that the inability to aspirate the catheter access port (cap) was likely due to a catheter malfunction.

Event description:
Additional information reported that the patient experienced withdrawal symptoms . A catheter malfunction was reported. The patient went to the emergency room in brainerd on (B)(6) 2014 for baclofen withdrawal symptoms. It was decided best to transfer the patient to gillette for further care. Hospital notes state that the patient was presented to the hospital with baclofen withdrawal secondary to catheter malfunction. The operative notes indicate that the doctor cut the fascia and surprisingly noted good flow of spinal fluid. However, the catheter tip was not in an ideal location, so they went ahead and decided to replace it. Interventions were noted as; reprogramming/refill/bolus, specified as a bolus of 50 mcg. The pump and entire catheter were replaced and the device disposition was unknown the event was related to device or therapy and possibly related to the implant procedure

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was scheduled for pump replacement on (B)(6) 2014 due to expected elective replacement indicator (eri). Surgery was postponed to (B)(6) 2014 due to concerns of shingles and possible contact dermatitis. On (B)(6) 2014 the patient began to exhibit baclofen withdrawal symptoms. On (B)(6) 2014 intervention was 10 mg of oral baclofen every 6 hours. The patient experienced increased agitation, increased tone, severe stiffness, shaking of limbs sweating, flushing and increased heart rate. The severity was moderate and resulted in in-patient or prolonged hospitalization. A bolus of 50 mcg was given through the pump on (B)(6) 2014. There may have been a catheter malfunction which could have contributed to some of the symptoms. The etiology was related to device or therapy and possibly related to implant procedure. The pump and catheter were replaced. The outcome was resolved without sequelae (B)(6) 2015. The pump was delivering gablofen.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that on (B)(6) 2014, the patient went to the emergency room for withdrawal symptoms of clonus in the wrist, legs, and full body. The patient was transferred by ambulance to another hospital that same day, and it was decided to move forward with the pump replacement on (B)(6) 2014.